Event description:
A malfunction alarm was reported. There was no reported adverse impact on the customer¿s blood glucose level. Technical support arranged for the pump to be replaced and provided instructions for storing the faulty pump before its return. While awaiting the replacement, the customer planned to use a backup insulin pump to avoid interruptions in insulin delivery.